Manufacturer narrative:
(B)(4). This case was an enterotomy on small bowl not right colon.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op of a right colon procedure, post op the patient had a small bowel stricture. No other details are available. The device was discarded.